Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Customer reported the "deliver" button had to be pressed additional times to deliver the bolus. Troubleshooting was unable to be performed as issue occurred in the past and did not occur at the time of the report. The customer's blood glucose level was 179-200 mg/dl.